Manufacturer narrative:
The customer reported that their blue spo2 sat is not registering on this bedside monitor (bsm). The yellow spo2 registers without issues. No harm or injury was reported. Fresh post-op in this bed spaces is making equipment change-out not ideal.

Event description:
The customer reported that their blue spo2 sat is not registering on this bedside monitor (bsm).